Event description:
During follow-up, the right ventricular (rv) lead was noted to be dislodged. The physician attempted to reposition the lead but was unable to retract the helix. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with stylet fully inserted was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The measured full helix extension length was within specification. The reported events of lead dislodgement and helix retraction issue were not confirmed. The reported event of difficulty passing through the stylet was confirmed and was due to an overtorqued inner coil at the connector region.